Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level ranges from 23 mg/dl to 427 mg/dl. The customer stated that their high blood glucose level and low blood glucose level can sneak up on them. The customer stated that they experience low blood glucose at night while sleeping. The customer stated that they were having retinopathy in remission for 16 years. The customer stated that they were having allergic reaction to tape with transmitter and sensor. The customer stated that insulin pump diminished battery life and it dies within a week and it rejects new batteries. The customer stated that insulin pump has unexplained no delivery alarms. The customer declined troubleshoot. The insulin pump will not be returned for analysis.